Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was noted to be the cause of the reported impedance anomaly.

Event description:
It was reported that patient received two alerts for high pacing lead impedances. The high pli was observed previously, replacing the lead. High pli continue to be seen, and it is suspected that the issue could be with the device. The device was explanted and replaced. Patient was fine post-procedure.